Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead was oversensing noise, which led to pacing inhibition. Physician tried to reproduce the oversensing of noise but was unsuccessful. No intervention was performed. The patient was in stable condition.